Manufacturer narrative:
MDR 9618003-2019-14896/ device 13 of 20. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that 20 wafers from 2 market units had an off-centered starter hole. Reportedly, he used 10 wafers and had 10 unused wafers remaining with an off centered moldable hole. He visually inspected the wafers and discarded all of them. Of the 10 wafers used, he experienced decreased wear time from 5 days to 1-2 days and these affected wafers also caused pain to the stoma. Upon removal of the wafer and while wiping the stoma, he even noted a smear of blood on the toilet paper. He noted no cut or trauma to the stoma and no interventions were required to stop the bleeding. He advised all pain and bleeding had subsided completely. He felt that the off centered moldable hole was the reason for decreased wear time, pain and bleeding. No photo is available at this time.